Event description:
It was reported that the right ventricular (rv) lead had high impedance and an apparent fracture. The lead was capped and replaced. Also noted, was that the left ventricular (lv) lead had high thresholds. The lv lead was also capped and replaced. There were no reported patient complications as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product ID 694965 implantable tachy lead implanted: 2006 (B)(6), explanted: 2013 (B)(6). (B)(4).